Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty appears to be related to an interaction of the device with patient anatomy or tensioning angle not coaxial of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after an interventional ablation procedure using a 8f sheath. Reportedly, when the knot was advanced with suture trimmer, the suture broke. After the suture was removed, manual compression was performed to achieve hemostasis. There was no adverse patient effect. There was no report of a clinically significant delay in the procedure. No additional information was provided.